Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection and erosion. Reportedly, the patient had a small hole and drainage was coming out. During the pocket revision, the physician barely opened the device pocket and did not think the device pocket needed revising. Moreover, the physician just closed the device pocket and gave the patient some antibiotics. There were no additional adverse patient effects reported. The lv lead remains in service.